Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device shows eri since (B)(6) 2023. Device showed eri during interrogation and tachycardia therapy off. Therapy appears to be programmed on. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.